Event description:
It was reported that the 8800 system had poor image quality on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep could not duplicate the problem. The system operates as intended.